Manufacturer narrative:
: Through follow-ups, customer indicated that the unit wasn't in any patient use at the time of the event. Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse also verified error codes in the significant log. Failure investigator (fi) lab received data acquisition (da) pcba for evaluation. Visual inspection of the returned da pcba revealed evidence of u23, u30 u31 and u19 burnt damage. The da pcba was installed into the fi test ventilator. Operational test was performed and failed. The ventilator did not powered up from ac and did not delivered breaths. However, there is ac led indicator turned on. The ventilator went vent inop with displayed error code message of machine and proximal pressure sensors failed. In additional, the diagnostic log shows multiple error codes indicating there was internal communication issues. During debugging, fi technician observed da pcba u24 (high-speed differential receivers) lead 5 internal short to pin 8, u29 pins 1 and 2 shorted, u25 pins 1 and 4 shorted, u21 pins 5 and 10 shorted, u26 pins 1 and 2 shorted, u30 pins 3 and 5 shorted and u27 (low voltage octal buffer/line driver with 5v tolerant inputs and outputs) leads 12, 13 internal shorted to lead 10. The u24, u29, u25, u21, u26, u30, u23, u31, u19 and u27 were replaced on the da pcba. The da pcba was re-installed into the fi test ventilator. An attempt was made to power up into normal ventilation mode. The ventilator operates without failures. Resolution and disposition: fse replaced the data acquisition (da) pcb to address the reported issue. Unit passed all the required test and returned to service. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause for the reported issue is due to thee da pcba u24 (high-speed differential receivers) lead 5 internal short to pin 8, u29 pins 1 and 2 shorted, u25 pins 1 and 4 shorted, u21 pins 5 and 10 shorted, u26 pins 1and 2 shorted, u30 pins 3 and 5 shorted and u27 (low voltage octal buffer/line driver with 5v tolerant inputs and outputs) leads 12, 13 internal shorted to lead 10 created the 1007 error code vent inop.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient.